Manufacturer narrative:
Complaint conclusion: as reported, per the real-precise study, an in-stent restenosis of 70% was observed approx. 3 months after a precise pro rx stent was implanted in the left internal carotid artery. It was considered mild and asymptomatic. Management of the event occurred approx. 4 months after the stent implantation and consisted of a percutaneous transluminal angioplasty (pta) with a drug coated balloon (dcb). The event resolved with a residual stenosis of 5%. The patient underwent an endovascular procedure involving implantation of a 10 x 40 precise pro rx, 6f system which was fully deployed and fully expanded by the end of the procedure, without the need for additional balloon dilatation. The lesion was the left internal carotid (lica). The lesion had a 70% degree of stenosis and was 15mm long. There was no pre-dilatation performed before stent placement. The device was implanted under local anesthesia via a femoral contralateral approach. The device was fully deployed and fully expanded with balloon dilatation. There was 15% residual stenosis post procedure. There were no adverse events reported. One day after the procedure, the patient had imaging done via ultrasound and the residual 15% stenosis was found; no revascularization was done. There was no device deficiency. Approximately 1 month post procedure, the patient had imaging done via ultrasound and the residual 15% stenosis was found; no revascularization was done. There was no device deficiency. Approximately 3 months post procedure, the patient had imaging done via ultrasound and 70% stenosis was found. Patient underwent revascularization as they had in-stent stenosis with an unknown drug coated balloon (dcb). Approximately 4 months post procedure, the patient had imaging done via ultrasound and 5% stenosis was found; revascularization was done prior to this follow up with. Approximately 9 months post procedure, the patient had imaging done via ultrasound and the residual 5% stenosis was found; no revascularization was done. There was no device deficiency. Approximately 70 months post procedure, the patient had imaging done via ultrasound and the residual 5% stenosis was found; no revascularization was done. There was no device deficiency reported and no ae's reported. Additional information was requested but not provided. The device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process; it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. Stenoses in stents are usually treated with intrastent percutaneous transluminal angioplasty (pta) or placement of a second stent. Based on the information available for review, factors that may have influenced this restenosis event include patient (has history of dyslipidemia and hypertension), procedural, pharmacological, and lesion, especially since the restenosis was noted 3 months after stent implantation. However, without procedural images, the event could not be observed. Based on the information available for review, there is no indication to suggest that the issue experienced is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, per the real-precise study, an in-stent restenosis of 70% was observed approx. 3 months after a precise pro rx stent was implanted in the left internal carotid artery. It was considered mild and asymptomatic. Management of the event occurred approx. 4 months after the stent implantation and consisted of a percutaneous transluminal angioplasty (pta) with a drug coated balloon (dcb). The event resolved with a residual stenosis of 5%. The patient underwent an endovascular procedure involving implantation of a 10 x 40 precise pro rx, 6f system which was fully deployed and fully expanded by the end of the procedure, without the need for additional balloon dilatation. The lesion was the left internal carotid (lica). The lesion had a 70% degree of stenosis and was 15mm long. There was no pre-dilatation performed before stent placement. The device was implanted under local anesthesia via a femoral contralateral approach. The device was fully deployed and fully expanded with balloon dilatation. There was 15% residual stenosis post procedure. There were no adverse events reported. One day after the procedure, the patient had imaging done via ultrasound and the residual 15% stenosis was found; no revascularization was done. There was no device deficiency. Approximately 1 month post procedure, the patient had imaging done via ultrasound and the residual 15% stenosis was found; no revascularization was done. There was no device deficiency. Approximately 3 months post procedure, the patient had imaging done via ultrasound and 70% stenosis was found. Patient underwent revascularization as they had in-stent stenosis with an unknown drub coated balloon (dcb). Approximately 4 months post procedure, the patient had imaging done via ultrasound and 5% stenosis was found; revascularization was done prior to this follow up with. Approximately 9 months months post procedure, the patient had imaging done via ultrasound and the residual 5% stenosis was found; no revascularization was done. There was no device deficiency. Approximately 70 months post procedure, the patient had imaging done via ultrasound and the residual 5% stenosis was found; no revascularization was done. There was no device deficiency reported and no ae's reported. Additional information was requested but not provided. The device will not be returned for analysis.